Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during lead implant procedure, the physician was unable to fixate the lead due to lead helix failure to extend. The lead was not implanted and was replaced. No patient consequences were noted.